Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had complaints of shortness of breath; dizziness, presyncope, chest pain, and abdominal pain. The patient was given medication and declined any further treatment due to possible work-up of lung malignancy.